Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g, promus element,mr,ous 2.50x24 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 683 mm distal to the end of the strain relief and multiple hypotube kinks. A visual and tactile examination found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent fracture occurred. A 2.50x24mm promus element ¿ drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.